Event description:
Healthcare professional reported right side "intra-op finding-thick fibrous capsule" grade unknown, ¿7 mm tear in posterior implant" and "free silicone." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, crease fold, wear abrasion, dark ring. A microscopic analysis was performed which identify crease sharp on posterior side. Based on the device analysis the final assessment is: a crease sharp on posterior side due to fold flaw opening.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "intra-op finding-thick fibrous capsule" grade unknown, ¿7 mm tear in posterior implant" and "free silicone." The device has been explanted.